Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 5 of 7. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection, and no patient extension lines were in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. Per the home patient (hp), the supply bag had come undone. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm. The hp would finish therapy with a manual drain bag. There were no samples available. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the home patient (hp) stated the supply bag had come undone. The cause is undetermined. This issue is being investigated through CAPA.